Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and preventing interaction. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was arranged, and the customer reverted to multiple daily injections as a backup therapy to ensure continued insulin delivery.